Event description:
It was reported that several high urgency alarms have triggered due to atrial lead impedance not taken. It was also reported that there was atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.